Event description:
It was reported that during surgery the device was cutting with minimal pressure which resulted in an unintended laceration to the patient. No details were provided on any additional intervention or surgical delay. No further information is available. As a result diligence is complete.

Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is completed a final report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h2; h6; h11. A review of the most recent repair report is not available as the event was brought to zimmer biomet's attention through an FDA submission. The reported event could not be confirmed. The device history record was not reviewed as lot number is required and is not available. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.